Event description:
Healthcare professional reported a patient was injected with juvéderm® voluma¿ xc in the cheeks and juvéderm® volbella¿ xc in the nasolabial folds and marionette lines. Patient later developed hardened nodules in the cheeks, marionette lines, and nasolabial folds starting 5-6 months after injections. Patient reported having pimples with white/off-white drainage at the corners of the mouth around the same time as the nodules. Patient received a 6-day medrol dosepak, which led to softening of the nodules and reduction in swelling. Three days after completing the steroid, the swelling returned and the nodules are becoming firm again.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.